Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced high blood glucose of 481 mg/dl. The patient was treated by his daughter with a manual injection of insulin. The customer did not contact their health care provider. The patient does not recall any significant events that may have ked to the high blood glucose. The customer was assisted with trouble shooting with the insulin pump and found that the system was most likely calibrated wrong. The customer was helped with correctly calibrating the device. No further information was provided.